Manufacturer narrative:
The lot number of the device used is unk, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation that during the hysteroscopy portion of an hta procedure, the physician administered the sheath into the pt, there were no leaks, good visual and full flow. The physician placed a second single tooth tennaculum to the cervix, and the flow stopped. The procedure was paused and the sheath was removed. After removing the sheath, a puncture in the sheath was observed. The heat up phase had not yet started; patient is fine. A second kit was opened, and the procedure was completed successfully.